Manufacturer narrative:
Additional information was received that the patient was receiving adequate coverage with functioning contacts. There will be no further course action at this time.

Event description:
A report was received that the patients lead was potentially fractured. Database analysis of the battery discharge revealed no anomalies. The impedance measurements revealed high values on port ab (16 contacts) and port cd (2 contacts).

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patients lead was potentially fractured. Database analysis of the battery discharge revealed no anomalies. The impedance measurements revealed high values on port ab (16 contacts) and port cd (2 contacts).

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 15293119, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients lead was potentially fractured. Database analysis of the battery discharge revealed no anomalies. The impedance measurements revealed high values on port ab (16 contacts) and port cd (2 contacts).